Manufacturer narrative:
The following tests were performed: a visual inspection found the screen was scratched which caused the screen to not be clear. Results of functional testing indicate that the issue was due to the screen, but because the device has reached its end of life (eol) the parts to repair the issue cannot be ordered. The customer was informed of the eol status and that the device cannot be repaired. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had a monitor issue. There was no patient involvement.